Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was a problem with the spring mechanism of their themis balancer system. The spacer block in extension showed a 6mm gap. Themis balancer was introduced and tensed. The spring mechanism did not even get to 5mm. Surgeon states that the spring was not showing a true gap that matched his femoral and tibial cut. He then used a standard balancer in flexion that tensed appropriately to 6mm. The pin holes were marked for reference. The surgeon then took the themis balancer to try to replicate the 6mm gap that was confirmed before. When the tensor was used it would t move past 4mm and wouldn¿t hold any tension or lock in at all. The tensor won¿t allow the block to open in the correct tension. The tensor isn¿t robust to replicate the correct gaps that are seen and confirmed with spacer blocks. There were no reported patient consequences. No additional information is available.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.